Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During implant of the right ventricular lead, the physician noted the lead had high impedance and threshold could not be tested. The physician elected to use a different lead and the procedure was completed successfully. The patient suffered no adverse consequences and was in stable condition.